Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for non-malignant pain. The patient stated that they were told their pump would be replaced in june. It was reported that the patient sated when they get closer to a refill they seem to be suffering more. The patient stated they are not getting pain relief as long as they used to. The patient mentioned that they are older and just lay down and it doesn't want them to stand or walk or sit too long. The patient was redirected to their healthcare provider to further address the issue.